Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. The target lesion was predilated with a 2.5 nc quantum. Then a 38x2.75mm ion monorail stent was advanced but unable to cross the lesion. Using a non-bsc guide wire to aid stent delivery the physician was able to deploy the stent. Then the physician decided to place an additional stent, advancing a 3.0x12mm ion stent past the placed ion stent. As the physician retracted the 3.0x12mm ion stent back through the deployed 38x2.75mm ion stent the stent accordioned into itself. The 3.0x12 mm ion stent was deployed overlapping the 38x2.75mm ion stent. The stents were post dilated with a 3x15 nc quantum. The entire target lesion was covered at the end of the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).